Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the component was missing one ball bearing and one spring. The measured dimensions were conforming to print specifications. These devices are used for treatment. A product history search identified no other complaints for this part and lot combination. Reported information indicates that the ball bearing fell out during sterile processing, and not during a surgical procedure. The device was manufactured in june 2013, with an approximate field age of 2 years and 9 months, and has been used an unknown number of times. It has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records were reviewed for the femoral component an did not find any deviations or anomalies. No devices or photos were received; therefore the condition of the components is unk. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.